Event description:
A surgeon reported following a glaucoma device implantation, the shunt touched the iris. The pt experienced postoperative hypotony and a decrease in distance visual acuity. The shunt remains implanted. No additional info is expected.

Manufacturer narrative:
Evaluation summary: no sample was returned, the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review. No abnormalities were found during the DHR review and the product was released according to the optonol's release criteria. There have been no similar complaints for the same lot. No additional info is expected. (B)(4).